Event description:
It was reported that the patient experienced an infection near the lead site on one side. The physician wanted to explant one lead but leave the other implanted. It was unknown on which side the infection occurred or how long the patient had been experiencing the infection. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 3387s-40 lot# v010603, implanted: 2006 (B)(6), product type lead product ID, 3387s-40 lot# v010603, implanted: 2006 (B)(6), product type lead product ID, 748251 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 748251 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 7436 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had an infection at the "burr hole site". It was noted perioperative anti biotics were administered. It was noted both leads were explanted and the patient no longer received therapy.

Event description:
Additional information received reported that the patient's implantable neurostimulator (ins) had been implanted in 2006. The ins was said to have been removed because of an infection about 3 years prior to this report in either (B)(6). The ins was stated to then have been "reimplanted" about one year later. It was noted that the ins had been removed twice, with the second operation occurring in (B)(6) 2013. It was further noted that when the ins was implanted it worked "great."